Event description:
Boston scientific received information that during a follow up interrogation of the device revealed that there was no pacing capture during thresholds testing on this right ventricular lead. It was suspected that the lead had dislodged. The patient was admitted to coronary care until a lead repositioning will take place. The patient was asymptomatic. It was noted that a lead revision took place and the lead was successfully repositioned with normal measurements and defibrillation testing. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.